Event description:
It was reported by service report that the brakes were not holding, fowler was stuck, stationary foot skin was cracked and footend cover was broken, exposing sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler, brake cam, stationary foot skin.